Manufacturer narrative:
A sample evaluation could not be performed as the device was not returned. Images and medical records were not provided. The investigation is inconclusive the filter perforation, migration, detachment, retrieval difficulties and filter tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device was labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that an unknown model filter allegedly experienced migration of device or device component, difficulty being removed, device malposition, detachment of device or device component, and a patient device interaction problem. This information was received from a single source. The alleged malfunction involved a patient with no known impact to the patient. The patient age, weight, and gender were not provided.